Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a red, welted, and having a road rash appearance, with a burning sensation, bruising, and imprinting of garment and belt on the skin. There was no alleged device malfunction contributing to the rash. The patient¿s physician advised using lotion for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.